Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, a crease was observed in the leads insulation. The lead was not implanted. A replacement lead was successfully implanted.